Manufacturer narrative:
Date of event is unknown as it was not provided (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a decentered flap creation on the operative eye resulting in the aborting the procedure. A description from the surgery center indicated that it appeared the flap was cut off-center of yellow overlay, with the edge of the flap close to the pupil. The surgery center confirmed that the overlay was misaligned on the eye and the flap was made in coordination with the yellow overlay as a result the overlay was not initially centered. The patient procedure was postponed and the procedure will be converted to a photorefractive keratectomy (prk)at a later date.